Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 560 mg/dl and diabetes ketoacidosis. It was noted that the customer was throwing up prior to the hospitalization. Customer was treated with insulin and fluid drips at the hospital. Mother also noted that there was a bent cannula and the customer received a no delivery alarm. Troubleshooting was not performed as the mother did not have the insulin pump with her. Mother also mentioned that the customer has been hospitalized multiple times. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.